Manufacturer narrative:
H3: analysis of the lead (lot#: va36rx6) revealed the returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the ins (s/n: (B)(6)) revealed that the device was functionally ok and there were insignificant anomalies. It was noted that the setscrew was backed out to far. Continuation of d10: product ID 978b133 lot# va36rx6 serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). The rep clarified that the impedance issue on the lead was a low impedance. The cause of the impedance issue was unknown. They reported that was most likely caused or contributed to this issue was a faulty lead. They reported that the issue had been resolved. They opened a new lead and battery during the procedure which passed the impedance check.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va36rx6 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that implantable neurostimulator (ins) and lead had an impedance issue that would not clear during the implant surgery. They attempted to replace the battery first however, that did not clear the impedance issue. The lead was replaced and the impedance issue cleared. Cause of issue was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 978b133 lot# va36rx6, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.